Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, and displacement test. No pump error 54 or pump error 64 noted during testing however, pump error 53 (linenumber=5632 and file number=2005) confirmed in pump history files due to software error. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. No battery or power anomalies noted during testing however, power graph could not be properly generated from adapt program. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms and also received power loss alarm. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.